Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. The service actions resolved the issue.

Event description:
The initial reporter questioned low results for 10 patient samples tested for online tdm valproic acid (valp2) on a cobas 8000 c 502 module. For all 10 patient samples, the initial result was 0.1 ug/ml with a data flag. When the samples were repeated, the results were "much higher." The customer provided specific results for 1 patient sample. The initial result was 0.1 ug/ml with a data flag. The repeat result was 74.9 ug/ml. The questionable low results were reported outside of the laboratory. The valp2 reagent lot number was 63608501 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer (fse) adjusted the gear pump head, sample probe wash, and the reaction disk light pass. The fse performed a 21-cup precision with acceptable results. The customer calibrated and ran qc with acceptable results. The system was operating within specification. The investigation is ongoing.